Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported when plugging a gif-q180 scope (reported in complaint with patient identifier (B)(6)) into the evis exera iii video system center (reported in complaint with patient identifier (B)(6)), all color bars appear on the screen. When the maj1430 is plugged in, the image goes black (no image at all). The evis exera iii video system center was swapped out with an evis exera iii xenon video light source (this complaint) and the problem persisted with the gif-q180 scope only. The video system work with other series 180 and 190 scopes. There is no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.